Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. An alysis of the hybrid revealed the device was confirmed to be at an end of service (eos) condition. No hybrid current drain anomalies were observed that would account for the battery depletion. Analysis of the battery revealed cathode material leaked from the end of the cathode pellet through the opening for the cathode current collector tab. This material was found near the ft pin, potentially creating a conductive bridge between the cathode-potential feedthrough pin and the anode-potential cover. Leakage current measurements between the ft pin and case cover with and without the headspace insulator were measured to be 1.5 ¿a and 2.3 ¿a, respectively. The magnitude of this leakage current suggests that there was an additional shorting path between the ft pin and case cover leading to premature battery depletion. After total lithium analysis, the leakage current without the headspace insulator was measured to be 0.6 pa. The dramatic decrease in leakage current magnitude suggested that steps taken during total lithium analysis removed any conductive material on the feedthrough that may have contributed to an additional shorting path. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the implantable cardiac monitor (icm) was explanted.

Event description:
During an internal review of data, it was identified that the implantable cardiac monitor (icm) depleted prematurely. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.